Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient had acute myocardial infarction-cardiogenic shock. After impella cp insertion, poor palpability of peripheral vascular pulsation and paleness of the lower extremities were observed. The following day, it was replaced with an intra-aortic balloon pump via the contralateral femoral artery. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿